Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2018. A 33mm watchman laa closure device was successfully implanted. On (B)(6) 2018, the patient had a follow up transesophageal echocardiogram (tee) which revealed the closure device had dislodged and was found in the left ventricle. The patient was on eliquis, so open heart surgery was performed a few days later on (B)(6) 2018 to remove the closure device. The patient was discharged from the hospital on (B)(6) 2018 and is currently fine.